Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/23/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood on the loading device and the delivery device. The delivery device was returned outside the loading device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. No seal was returned for evaluation. No measurements of the delivery device were not taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the non-return of the seal, the reported failure "fitting problem" was not confirmed. The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't work properly. The umbrella got stuck in the loading device at the end (charger). The spring could not be removed from the tube. The last step "remove the insertion device. Cover in doing so, the aortotomy continues down until the tension spring fully open and the seal correct positioned." Was not possible. A second device was used. This worked. There was a procedural delay. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.